Event description:
Caller reported that their pump screen was dark and would not turn on, accompanied by the red led flashing every 30 seconds and the pump beeping and vibrating once every 3 minutes. The caller declined to provide their blood glucose level at the time the issue was noticed. The pump was confirmed to be under warranty, and the customer was instructed to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted. Customer technical support planned to replace the pump, confirmed the shipping address, and instructed the caller on how to put the pump into storage mode and return it with a prepaid label.